Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the patient's recent hospitalization, a right ventricular (rv) defibrillator warning triggered due to a jump to out-of-range high impedance. In addition, it was noted that there were "swings" in pacing impedances consistent between the rv, right atrial (ra), and left ventricular (lv) leads. The leads remain in use. No patient complications have been reported as a result of this event.